Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose level was 72 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder out of phase. Unable to verify motor error and motor position encoder error alarm due to motion sensor test failure alarm during rewind. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.